Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device pc2377, and no non-conformance's were identified.

Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2019 and suture was used. The problem of pulling off suture needle happened when knotting after the last stitch in the surgery of cesarean section of lower uterus plus pelvic adhesion decomposition. The doctor finished knotting with the rest of the suture. There were no adverse patient consequences reported. No additional information could be provided.